Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required the root cause of this failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [discarded by hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a forefoot reconstruction, the tip of the cannulated driver fractured and a fractured piece was removed from the patient's wound with an approximate twenty (20) minute delay. A solid driver was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.